Event description:
"The device was removed from the box and they found exposed metal (from the catheter's core) at the tip (distal portion) of the catheter. They did not use this device, (no patient contact). Another was used in the case."

Manufacturer narrative:
There was a defect in external catheter tubing, the metals in the core of the catheter was exposed. Device is currently being evaluated. Follow-up report will be submitted once investigation is completed.